Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5mg/ml dilaudid at 0.6991mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient pump was empty. The patient missed a refill because they thought it was at a later date. The low reservoir alarm occurred (B)(6) 2018 and the empty reservoir alarm occurred (B)(6) 2018. The hcp stated the patient had withdrawal symptoms of nausea, increased pain, and "felthorrible," during the beginning of (B)(6) 2018. The symptom onset was noted as sudden. No further complications were anticipated/reported.